Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure in 2011. After the procedure, the patient experienced increasing irritative bladder symptoms and several cases of cystitis. Upon examination on (B)(6) 2015, the physician noted a big erosion of the sling into the vagina. During a reoperation on (B)(6) 2015, the physician resected 2 cm of the sling and the erosion into the vagina was covered with mucous membrane. An update from (B)(6) 2015 stated that since revision of the sling, the patient has been uncomfortable with recurrent urinary tract infections. No further information will be provided.